Event description:
A malfunction was reported on the pump by the caller, but there were no notable events leading up to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue appeared again, which was acknowledged and understood by the customer.